Manufacturer narrative:
(B)(4). Medical devices: articular surface fixed bearing posterior stabilized (ps) left 10 mm height; item# 42512400710; lot# 64162098. All poly patella cemented 32 mm diameter; item# 42540000032; lot# 64209106. 2.5 mm female hex screw 25 mm length; item# 42509902525; lot# 64249167. Headless trocar drill pin 3.2 mm diameter 75 mm length; item# 00590102000; lot# 64229348. Femur cemented posterior stabilized (ps) standard left size 9; item# 42500606601; lot# 64050573. Biomet bc r 1x40 us; item# 110035368; lot# 803bai1807; femoral set screw hex driver torque limiting size 2.0 mm; item# 00598707100; lot# unknown. Tibia cemented 5 degree stemmed left size f; item# 42532007501; lot# 64072924; stem extension tapered cemented 14 mm diameter +30 mm length; item# 42557000114; lot# 64229115. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision approximately 3.5 years post implantation due to pain, swelling, and instability. During the surgery, it was noted that the patellar component had incomplete coverage and there was a small area of necrosis on the center of the patella. The articular surface and patella were exchanged and the surgery was complete without complications. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records were reviewed and show that there was extensive scar tissue around patella. The initial patella was asymmetrical and did not cover the cup bony surface, which might explain the pain underwent by the patient. X-rays have been received, showing a total knee arthroplasty without hardware failure. Overall fit and alignment of the implant is appropriate. The quality of the bone is normal. The root cause of the reported issue has been attributed to a use error. A communication has been made to the customer. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at the time of this report.